Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via email that he called the customer regarding the upgrade of the insulin pump and he reported that he has received unexplained no delivery alarms, the insulin pump had condensation inside the screen and moisture will cause the motor to fail. Customer's blood glucose value is unknown. The customer declined transfer to the helpline for assistance. The insulin pump was not replaced and no product was returned for analysis.